Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27apr2019. The service engineer (se) inspected the device. The se replaced the battery and the ventilator was returned to use.

Event description:
It was reported that the ventilator needs a new battery. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified: estimate used.